Manufacturer narrative:
Investigation summary: the review of the quality documents confirmed a regular device manufacturing for the vega r58 (s/n (B)(6) ) lead. As received, a damage was noted on the external insulation of the lead at 167 mm, but it most likely occurred during explantation procedure. The fixation function was blocked due to blood coagulation within the tip from the implant attempt. After thorough cleaning to remove the blood residue, the fixation mechanism operated as specified. All other electrical, mechanical, and dimensional measurements were within specifications. For vega r58 (s/n drg045775), the reported event could be attributed to positioning issues. It should be noted that positioning issues incurred during implantation procedures are not completely unavoidable and may be associated to many variables (ex. Patient physiology, physician preferred implant site, etc) that the lead design and instructions-for-use cannot reasonably account for. The root cause could not be determined by the investigation; however, based on the provided information and the lead investigation, a lead issue is not suspected to be the cause of the reported problem.

Event description:
Reportedly, on 10 november 2023, during a follow-up, sensing and impedance parameters were good but there was no capture even at the maximum output. On x-rays, the lead did not appear to be dislodged however a slight pericardial effusion was noted due to cardiac perforation. The physician decided to remove the lead and implant a new vega r58 lead ( (B)(6) ). The lead was positioned in mid-septum and electrical parameters were corrects. So the lead was connected to the device and the pocket closed. At the first interrogation of the device, just after the implantation, good sensing and impedance values were obtained but no capture at the maximum output. The doctors' final choice was to remove the entire system and implant a medtronic micra.

Event description:
Friday (B)(6) a patient with microport sr pacemaker recently implanted in another hospital arrived at the (B)(6) hospital in milan. At device interrogation, sensing and impedence parameters was good but the physicians find no capture (even at the maximum output). On x-rays, the lead did not appear to be dislodged but the physicians preferred to remove the lead and reposition a second one (they threw away the first lead and also the pacemaker so they are not available for analysis). The second one is drg045775: they positioned the lead in mid septum and find good parameters; so they connect the lead to the device and closed the pocket. At the first interrogation of the device, after the implantation, they always found good sensing and impedence but no capture (at the maximum output). The doctors' final choice was to remove the entire system and implant a medtronic micra.